Event description:
It was reported that, "revised. Baseplate loosened, possible due to fall".

Manufacturer narrative:
Eval summary: no items were returned for eval as they were discarded by the hosp. Based upon the info provided, this investigation indicates that the revision due to baseplate loosening can be attributed to this reported event of the pt suffering "a fall" and is supported by the medical records stating, "pt is seen 2 yrs status post bilateral total joint arthroplasty with excellent results until she fell." Tibial baseplate loosening is a known adverse affect of total knee arthroplasty and may result from trauma. The device mfg history record indicates the reported lot of devices was mfg and accepted into final stock with no reported discrepancies related to the reported event of baseplate loosening. The product experience reporting database shows that there have been no other reported events for lot code wefs. There have been other reported events involving loosening of the tibial baseplates, for the triathlon family and no trends are noted.